Event description:
Treatment of an (B)(4). It was reported that the catheter ruptured at approximately 2.5 cm from the distal tip during onyx injection. No complications were reported with the patient as a result of the event.same event as MDR# 2029214-2011-00434.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).